Event description:
It was reported there was a lead warning for low impedance on the right ventricular lead. The bipolar lead impedance measurement was lower than the unipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2001. (B)(4).